Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the radius side assessed as fold flaw opening and missing on the anterior, posterior and radius side assessed as inconclusive. Additional observations: ¿ no penetrating nick stress marks . ¿ crease fold observed on the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.